Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis.review of the programmer printouts noted possible high voltage circuitry damage. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the output anomaly could not be determined.